Manufacturer narrative:
An event of difficulty to advance, material bent/twist and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information received from the field indicated that resistance was noted and continued to apply force. After multiple unsuccessful attempts fluoroscopy confirmed there was a kink in the delivery system. Based on the information received, the cause of the reported difficulty to advance could not be conclusively determined. However, material bent/twist could have been due to exessive manipulation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2204, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient had femoral access of 9.1mm, external iliac of 8.4mm and iliac common 10mm. During procedure, a 14f external sheath was inserted into the patient without any complications to perform pre-balloon aortic valvuloplasty (bav). When the delivery system was placed (without fluoroscopy monitoring in the femoral portion), the physician noticed resistance and continued to apply force, after 3 or 4 unsuccessful attempts, they went down with fluoroscopy to the accesses and realized that there was a kink in the delivery system. They pulled it back to reverse the kink, the patient had hypotension, the doctors realized that there was a dissection of the external iliac and quickly implanted a non-abbot stent and called the help of vascular surgery because the patient had bleeding. The right external iliac was surgically repaired and patient was sent to the intensive care unit (ICU) in stable condition without valve replacement. The patient was reported stable and scheduled for a valve replacement with the navitor with another access route. There was some delay in the procedure but there was no without repercussions for the patient.